Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A field service engineer (fse) was dispatched to the user facility to perform annual preventive maintenance. During the inspection, it was observed that the endoscope reprocessor exhibited a damaged retaining rack pin located within the connector. There were no reports of patient involvement.